Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was verified and attributed to the high voltage (hv) capacitor on the pace/defib engine board. The customer was advised to replace the hv capacitor to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.